Event description:
According to the reporter, during a procedure, when the surgeon used the product to suture the patient's adipose tissue, the needle broke just after the first stitch. The tip of the needle was broken first and then the tail of the needle was broken too. The needle was separated into three pieces in total. The surgeon immediately cooperated with the x-ray machine to search for the surgical field area, and after confirming that there was no residue in the body, the needle was replaced and the suture continued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.